Event description:
It was reported the pt experienced unspecified "overdose type symptoms" following being in a sauna. The pt was admitted to the ER. The symptoms had subsided by that time. The hcp was considering troubleshooting of the device as the pt was concerned the sauna might affect future drug delivery from the pump. An alarm was heard but telemetry of the pump had not yet been performed. Add'l info has been requested but was not available on the date of this report.